Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), device expulsion ("malposition of essure device location of device: uterus / migration of implant / expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, anemia, uterine dilation and curettage and uterine fibroid. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and the second episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and the last episode of urinary tract infection outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bladder disorder, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: current weight 263 lbs .4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, malposition of essure device location of device: uterus, infection (bladder/ urinary tract/vaginal) type: uti,bladder problems, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, bloating", lot number, reporter, lab data, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), device expulsion ("malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus"), device breakage ("segments of fallopian tubes containing wire and detached fragments of wire"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, anemia, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included dyspareunia, tiredness, light sensitivity to eye and back pain. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), device expulsion ("malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus"), device breakage ("segments of fallopian tubes containing wire and detached fragments of wire"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included anemia since 2009, dyspareunia, tiredness, light sensitivity to eye, back pain and chronic glomerulonephritis since 2008. Concomitant products included naproxen since 2000. In 2009, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating") and was found to have uterine leiomyoma ("fibroids in my uterus"). The patient was treated with paracetamol (tylenol) and surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laparoscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and uterine leiomyoma outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 4 on left cornua and 2 on right cornua. Patient stated that no guarantee that essure had not perforated her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event: uterine fibroid was added. Event onset date were updated. Concomitant drugs were added. Medical history was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s))'), device expulsion ('malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus/ migration of essure into uterus'), device breakage ('segments of fallopian tubes containing wire and detached fragments of wire'), menorrhagia ('abnormal bleeding (menorrhagia) / blood clots') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included anemia since 2009, chronic glomerulonephritis since 2008, dyspareunia, tiredness, light sensitivity to eye and back pain. Concomitant products included ibuprofen (motrin) and naproxen since 2000. In 2009, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), arthralgia ("the pain in my hip is so bad that I am brought to tears"), nausea ("felt nauseous"), hot flush ("hot flashes") and hyperhidrosis ("thighs sweating") and was found to have uterine leiomyoma ("fibroids in my uterus"). The patient was treated with paracetamol (tylenol) and surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, uterine leiomyoma, arthralgia, nausea, hot flush and hyperhidrosis outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 4 on left cornua and 2 on right cornua. Patient stated that no guarantee that essure had not perforated her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, nausea, hot flush, hyperhidrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet and social media content received : patient's aka name added. Events added- arthralgia, nausea. Concomitant product added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), device expulsion ("malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus"), device breakage ("segments of fallopian tubes containing wire and detached fragments of wire"), menorrhagia ("abnormal bleeding (menorrhagia) / blood clots") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, anemia, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included dyspareunia, tiredness, light sensitivity to eye and back pain. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical records received: event device breakage was added. Concomitant conditions were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s))'), device expulsion ('malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus/ migration of essure into uterus'), device breakage ('segments of fallopian tubes containing wire and detached fragments of wire') and menorrhagia ('abnormal bleeding (menorrhagia) / blood clots') in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included anemia since 2009, chronic glomerulonephritis since 2008, dyspareunia, tiredness, light sensitivity to eye and back pain. Concomitant products included ibuprofen (motrin) and naproxen since 2000. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating"), arthralgia ("the pain in my hip is so bad that I am brought to tears"), nausea ("felt nauseous"), hot flush ("hot flashes"), hyperhidrosis ("thighs sweating"), insomnia ("no sleep night"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), cyst ("cyst"), pollakiuria ("frequent urination"), depression ("depressed"), nervousness ("I am so nervous"), abdominal pain upper ("stomach pain"), pruritus ("itchy "), scar ("scars"), malaise ("sick"), anxiety ("anxiety"), dysuria ("painful urination") and vitamin d deficiency ("vitamin d deficiency") and was found to have uterine leiomyoma ("fibroids in my uterus"). The patient was treated with paracetamol (tylenol) and surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, uterine leiomyoma, arthralgia, nausea, hot flush, hyperhidrosis, insomnia, neck pain, musculoskeletal pain, cyst, pollakiuria, depression, nervousness, abdominal pain upper, pruritus, scar, malaise, anxiety and vitamin d deficiency outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anxiety, arthralgia, bladder disorder, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, insomnia, malaise, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, nervousness, pelvic pain, pollakiuria, pruritus, scar, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 263 lbs. 4 on left cornua and 2 on right cornua. Patient stated that no guarantee that essure had not perforated her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, nausea, hot flush, hyperhidrosis, no sleep night, neck pain, shoulder pain, cyst, frequent urination, depressed, nervous, stomach pain, itchy, scars, sick, anxiety, painful urination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event genital haemorrhage was updated to non-serious. Event was added- vitamin d deficiency. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s))'), device expulsion ('malposition of essure device location of device: uterus / migration of implant / expulsion of essure device / foreign body in uterus/ migration of essure into uterus'), device breakage ('segments of fallopian tubes containing wire and detached fragments of wire'), menorrhagia ('abnormal bleeding (menorrhagia) / blood clots') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, loop electrosurgical excision procedure, polycystic ovaries, mammoplasty, penicillin allergy, cervical dysplasia, irregular periods, uterine dilation and curettage, uterine fibroid, gravida I and parity 4 (para 0-1-0-1.). Concurrent conditions included anemia since 2009, chronic glomerulonephritis since 2008, dyspareunia, tiredness, light sensitivity to eye and back pain. Concomitant products included ibuprofen (motrin) and naproxen since 2000. In 2009, the patient experienced urinary tract infection ("urinary tract infection"). In june 2009, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), arthralgia ("the pain in my hip is so bad that I am brought to tears"), nausea ("felt nauseous"), hot flush ("hot flashes"), hyperhidrosis ("thighs sweating"), insomnia ("no sleep night"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), cyst ("cyst"), pollakiuria ("frequent urination"), depression ("depressed"), nervousness ("I am so nervous"), abdominal pain upper ("stomach pain"), pruritus ("itchy "), scar ("scars"), malaise ("sick"), anxiety ("anxiety") and dysuria ("painful urination") and was found to have uterine leiomyoma ("fibroids in my uterus"). The patient was treated with paracetamol (tylenol) and surgery (removal of foreign body in the uterus / hysterectomy to remove essure implant, hysterectomy to remove essure implant / underwent laproscopy with hysteroscopy and underwent ablation). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, uterine leiomyoma, arthralgia, nausea, hot flush, hyperhidrosis, insomnia, neck pain, musculoskeletal pain, cyst, pollakiuria, depression, nervousness, abdominal pain upper, pruritus, scar, malaise and anxiety outcome was unknown and the pelvic pain, fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, anxiety, arthralgia, bladder disorder, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, insomnia, malaise, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, nervousness, pelvic pain, pollakiuria, pruritus, scar, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 263 lbs. (B)(4) on left cornua and (B)(4) on right cornua. Patient stated that no guarantee that essure had not perforated her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(4)2011: total bilateral occlusion. Pregnancy test urine - on (B)(4)2009: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, nausea, hot flush, hyperhidrosis, no sleep night, neck pain, shoulder pain, cyst, frequent urination, depressed, nervous, stomach pain, itchy, scars, sick, anxiety, painful urination. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jan-2020: social media was received. Event added- no sleep night, neck pain, shoulder pain, cyst, frequent urination, depressed, nervous, stomach pain, itchy, scars, sick, anxiety, painful urination. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.